Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set leaked from the bottom port (clearlink). This was observed during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between december 3, 2024 ¿ december 4, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak was observed at the first clearlink. The autopsy was performed in the first y-site clearlink, and a non-conforming material from the supplier was observed. The reported condition was verified. The cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.